Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and lock needed new components added to replace worn internal parts. Unit was machined to have heli-coils added to the large starburst threads. General maintenance and cleaning performed and new components added to replace worn internal parts. Root cause - complaint confirmed via inspection of the unit. The lock had movement and was loose, and the index knob and lock required new components to replace internal parts worn from routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) does not lock well enough. No patient injury or surgical delay has been reported.